Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1125011. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retained samples met qc criteria.we have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). Customer stated that they took two home test, followed instructions and received negative results. Two days later took a rapid test at a covid testing site and was positive. MDR # mw5107222.